Manufacturer narrative:
Correction to the initial MDR in blocks a4, b5, h6 patient codes and h6 impact codes.

Event description:
It was reported that the patient experienced inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient also experienced rib stimulation and a feeling of stomach muscles being grabbed when lying down. It was also noted that the leads moved laterally. The patient underwent an ipg and lead replacement procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5172494. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5168519. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure. No further information could be obtained despite good faith efforts.